Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that a user was shocked.

Manufacturer narrative:
Alleged failure: camera shocked the surgeon. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be other equipment used along with the camera head when the issue occurred. The product was returned for investigation and the failure mode will be monitored for future re-occurrence. Manufacture date is not known.

Event description:
It was reported that a user was shocked.